Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a PICC from bio-stable 4f sl 55cm mst-70 kit,valved.during routine flushing of the PICC, it was noted that it was leaking from the connection below the purple hub. The tubing was cracked. The PICC was removed that same day and replaced two days later. There was no report of the patient experiencing any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
Returned for evaluation was one (1) 4f bioflo PICC. Functional check: the 4f sl catheter was primed and then clamped at the distal end and pressure was applied by hand, and a leak was noted at the oversleeve-to-extension tubing junction. The complaint of leaking is confirmed. It is undetermined what caused the hole in the extension tube. The extension leg tubing measured within specification for ID/od and the extension tube was over-molded correctly. The customer's complaint description of extension leg leak was confirmed during sample review as there is a fracture hole in the extension leg tubing adjacent to the oversleeve junction. A definitive root cause cannot be determined but handling damage during use (PICC placement/dressing changes) is potential root cause. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: as noted during the review of the directions for use (dfu) item number 16600224-01 that is supplied in the reported kit, the following precautions/warnings are stated: warnings: do not use if package is opened or damaged. Do not fully insert catheter up to suture wing. Do not use sharp objects to open package as damage to the device may occur. If catheter and accessories show any sign of damage (crimped, crushed, cut, etc.), do not use. Do not use sharp instruments near the extension tubes or catheter shaft. Precaution: do not use sharp objects to open package. Catheter repair: in the event that the catheter is accidentally torn or broken, it is recommended that the catheter be replaced. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).